Event description:
A malfunction alarm was reported with the code "malf 12." There was no reported impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. It was advised that the customer could continue using the pump and to contact support if the issue happens again.